Event description:
It was reported that the patient received several inappropriate shocks after falling of their bike and it was noted the device exhibited a power on reset (por) after the fall> it was noted there was a suspected lead fracture, along with elevated sensing integrity counter (sic) observed. The device and lead remain in use and are scheduled to be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # analysis information -- 2016.10.11, 14:47:43 cst pli# 10, product ID# d284vrc. The device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an electrical reset. It was noted a power on reset (por) occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.